Manufacturer narrative:
No service was requested. No information was received about what the problem was and how it solved. No logs were provided. Due to lack of information, the root cause of the reported problem could not be determined. H3 other text : 4111.

Event description:
It was reported that the ventilator while on patient generated alarms. No more information was available. There was no patient harm. Manufacturer's ref.#: (B)(4).